Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy ii drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during preparation, the stent fell of the balloon when the stylet was being removed from the end of the stent delivery system. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy ii drug-eluting stent was selected for use in a percutaneous coronary intervention. However, during preparation, the stent fell of the balloon when the stylet was being removed from the end of the stent delivery system. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. The device was returned with its stent removed - stent was returned partially inside the stent protector. Once stent was removed it was found to be severely stretched and damaged in the mid section. Balloon was found to be tightly wrapped and stent crimp markings were visible on the balloon material. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no damage. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.